Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of tubing kinked during use could not be confirmed. Upon visual inspection of the received sample, minor kinks were located on the tubing of the infusion set. The kinks were massaged out and the infusion set was primed. No leakage, air in line or occlusions were noticeable during priming. The infusion set was then inserted into an alaris pump and a simulated infusion was conducted. Again, no leakage, air in line or occlusions were identified from the set. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A root cause for the customer complaint was not established because the reported kinks in the tubing were able to be massaged out and no other issues were identified for the infusion set h3 other text : see h.10

Event description:
It was reported that the as lvp 20d 2ss cv tubing was kinked behind the male luer attachment to the t-tube. The following information was provided by the initial reporter: "rn in room when alaris pump began beeping occluded. Rn checked tubing, and noticed a kink behind where male leur attaches to t tube. Rn unable to un-kink tubing, and kept occluding. Rn replaced tubing, and defective tubing placed in bag and given to clinical leader, rn. Another rn stated that this has happened on one of their patients twisting at the same place recently.".

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 2ss cv tubing was kinked behind the male luer attachment to the t-tube. The following information was provided by the initial reporter: "rn in room when alaris pump began beeping occluded. Rn checked tubing, and noticed a kink behind where male leur attaches to t tube. Rn unable to un-kink tubing, and kept occluding. Rn replaced tubing, and defective tubing placed in bag and given to clinical leader, rn. Another rn stated that this has happened on one of their patients twisting at the same place recently."